Event description:
It was reported that the luer lock became disconnected. There was no impact to customer's blood glucose level. Customer reconnected the luer lock and successfully resumed insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.